Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that a right ventricular (rv) lead impedance warning was triggered for rv and superior vena cava (svc) defibrillation impedance. The lead was capped and replaced. During the procedure, the physician became concerned that the implantable cardioverter defibrillator (ICD) header may have an issue due to the extraction process from the pocket. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.